Event description:
It was reported that 5 needle 27x1/2 ll eclipse packaging units had hair in them, compromising the sterility. The following information was provided by the initial reporter, translated from portuguese to english: "hair inside the package."

Manufacturer narrative:
H6: investigation summary through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter (hair) in the packaging. The batch history analysis was performed, quality notifications and maintenance records were verified, there where no records related to this incident. Bd confirms the complaint. Possible root cause, contamination occurred during the needle packaging process, line operators will be notified of the occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 needle 27x1/2 ll eclipse packaging units had hair in them, compromising the sterility. The following information was provided by the initial reporter, translated from portuguese to english: "hair inside the package."